Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The total flow transducer & pressure sensor board were replaced to resolve the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that during ventilation it displayed error:- volume delivery error & mixed gas temp sensor and machine stopped ventilating. There was no report of patient injury.